Event description:
It was reported that an ilet device displayed a persistent ¿recharge ilet now¿ message and failed to charge despite placement on the provided charging pad and a second user-owned pad, with a flashing blue circle observed; this aligns with a device power issue characterized as premature battery discharge and implicates the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with a battery-related failure and premature discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.